Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 100 bd emerald¿ syringes leaked past the stopper when the needle was attached. The following information was provided by the initial reporter: "they are leaky when put together with a needle. It drips over the edge with liquid. In addition, it does not create a negative pressure in the syringe, so the liquid runs into the syringe."

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 307736 and lot number 2109120. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained for further evaluation. Leakage testing was performed on the retained samples; however, no signs of defect were observed. Based on the provided feedback, it is possible that the reported incident resulted from an ineffective luer slip fitting between the needle and the syringe tip. This could be because of damage to the tip of the syringe, due to an incorrect molding of the product, or due to damage produced during assembly. At this time, an exact cause cannot be determined. H3 other text : see h10.

Event description:
It was reported that 100 bd emerald¿ syringes leaked past the stopper when the needle was attached. The following information was provided by the initial reporter: "they are leaky when put together with a needle. It drips over the edge with liquid. In addition, it does not create a negative pressure in the syringe, so the liquid runs into the syringe."